Event description:
Alleged event: patient reported rupture on an unknown side of a (B)(6) device. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2). Pt: 1924. Device: 1546. Ref: mw5188168.